Event description:
It was reported that the implantable neurostimulator recharger (insr) screen was unresponsive. It was noted that the patient received a replacement power cord and was able to charge up the recharger, however when she tried to recharge the implant by pressing the green button the patient stated that the screen flashed and then went off and she heard a beep. It was stated that it had been that way since she received the replacement power cord in (B)(6). The caller stated that she saw the healthcare professional (hcp) and was told that they were going to make arrangements for a manufacturer¿s representative to meet her to check her system and she had been waiting for a call. It was noted that a recharger reset was performed but it did not resolve the issue. It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was stated that the patient did not recharge on a regular basis as she didn't use stimulation on a regular basis. It was stated that it had been over a month since she last recharged. It was noted that once the recharger issue gets resolved, there may be a potential overdischarge and the patient would need to schedule an appointment. It was stated that when the patient tried to use the patient programmer they only got the poor communication screen, and it was noted that this was ¿potentially related to overdischarge.¿ nine days later it was reported that there was a communication problem and it was mentioned again that the patient may be in overdischarge. Additional information received reported that the patient would be contacted by a manufacturer¿s representative and the patient had an appointment set. A manufacturer¿s representative met with the patient on (B)(6) it was stated that the manufacturer¿s representative was unable to palpate the ins under the patient¿s skin and was unable to communicate with the neurostimulator using the clinician programmer (8840). The patient stated she had 80 lb. Weight gain since implant. It was reported that it had been at least 6 months since the patient used the system. It was noted that an hcp (nurse practitioner) has recommended a revision. It was later reported that the patient was scheduled for a revision on (B)(6) 2014. Additional information received reported that the patient was doing well and reported excellent coverage. The device was not returned for analysis. It was later reported that the ins was revised because the patient had gained more weight and the ins was too far underneath the skin and the patient could not recharge. The ins was too far behind the patient¿s back so the doctor replaced the device and positioned the ins on her side.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).